Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient had pain at the implant site of the implantable cardiac monitor (icm) and requested for the icm to be removed. The icm was explanted and not replaced. No patient complications have been reported as a result of this event.